Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device may not be working the way it should be. Patient had questions regarding their ins warranty. Patient said the manufacturing representative (rep) had mentioned that there might be a possibility that patient needs to have the ins replaced. The patient was redirected to their healthcare provider to further address the issue. The patient was emailed a list of physicians per patient request. They mentioned that they have a follow up appointment with their urologist next week. The rep was also notified of the situation.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had some issues after getting interstim replaced on the 27th and ended up in the ER that evening because patient was having to urinate very frequently and would sit up and leak and felt like a faucet and by the time they got to the toilet it was only a trickle because they would leak the whole way. Patient was going so frequently they were getting a lot of discomfort and pain. The ER gave them prescription strength injection for the pain and something else to help with pain ¿down their¿ from frequent urination. They did tests showing patient did not have an infection and should follow up with their urologist. Patient did follow up with managing physician but felt they didn¿t get a good answer as to why it happened. Patient stated the doctor felt that patient¿s bladder was irritated from removing the old device and implanting the new one. Patient stated the doctor said they pretty much leave all those questions up to the tech. Patient had instructions to wait 24 hours before increasing the stimulation but when they did this morning, they felt a sensation at the incision site that was about a 1 on the pain scale. Patient stated they were told they should feel a sensation between their vagina and rectum which they are not. Troubleshooting was unable to be performed as the patient was redirected to their healthcare provider to further address the issue.  Additional information was received from the patient (pt). Pt called back and stated they were scheduled to have back surgery due to a pinched nerve and 2 bulging disks. Pt stated they went from urinating every 3 hours to 2 hours and now down to 1 hour. Pt stated they thought they were having a set back. Pt stated this issue started a couple of days or week ago. Pt stated since then they had tried changing the program this morning and now they were feeling stimulation where the ins was located. Pt stated it didn't happen every time but sometimes. Pt stated they did get an x ray on the system a couple months ago and everything seemed ok. Pt wanted to know if this sensation over the ins would be caused from the pinched nerve or if it's because of the stimulator. Pt also mentioned having nerve damage and was on medication for this. Services reviewed potential reasons the pt may experience stimulation in the pocket site and recommended the pt follow up with doctor. Pt services also reviewed pt could consider turning stimulation off or changing programs. Pt also mentioned in the call having an infection after current device was implanted. Pt stated it ended up being a uti and needed to have a catheter in place for 2 weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was interrogated. There were no impedances, but every program the patient would have sensation in the pocket region. Patient had ap and lateral x-ray performed and images showed that the lead had migrated.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2nlez serial# implanted: (B)(6) 2022, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot# (B)(6), ubd: 2024-04-17, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2nlez, implanted: (B)(6) 2022, product type lead. H.6. Note that the h.6. Codes have been updated to reflect the correction. Codes for urinary retention and urinary tract infection have been removed and imf codes have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their device wasn't working for them and it was removed almost a year ago, but they didn't recall the specific date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.